Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10 the getinge field service engineer (fse) that encountered the issue, replaced the helium tank valve knob to resolve the issue. Full pm, safety, calibration, and functionality checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA 584165. A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during a service repair, by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) discovered that the helium tank valve knob was damaged. There was no patient involvement.